Event description:
On (B)(6) 2012, pt reported the up button on the infusion device does not "pop back up" after it is pressed; however, both the up and down buttons continue to function. Pt boluses approx 3 times per week and has used this infusion device for approx 5 years. The infusion device was replaced and requested for evaluation. No physiological effects were reported, and the pt did not require treatment from a health care professional or second party to address the issue. This is related to 2183996-2012-00174.